Event description:
Additional information indicated that the patient had often required additional teaching in operating her patient programmer. Four days later it was confirmed that all programs had been wiped out. The device was then reprogrammed and a good therapy resumed. No other issues with this patient were reported.

Event description:
It was reported that the patient was unable to adjust their stimulation using the patient programmer. The programmer displayed a "call your doctor" icon and error code 574. The patient first saw the message when she woke up yesterday morning. It was the first time the company representative had seen the error message. The patient was not doing anything out of the ordinary when the error code was seen. It was also reported that impedances >40000 ohms were measured on electrodes 3 and 7. The representative reprogrammed the patient's implantable neurostimulator (ins) and the patient's therapy was "working well for her." The battery voltage was noted to be 2.905 v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3888-33, lot# v666123, implanted: (B)(6) 2011. Product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 3708220 lot# , serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
Additional information received reported that there was a glitch with the clinician programmer that was causing the error code to appear. It was noted that the error would not show up for weeks after reprogramming with the clinician programmer, and then the patient would try to use their device and all the programs would be deleted. A new clinician programmer was used and 'all was fine'; the patient was reprogrammed without further problems.

Manufacturer narrative:
(B)(4).